Event description:
It was reported that a bubble sensor defective message appeared while using a cardiohelp-I device. The flow/bubble sensor was swapped out for another. No reported patient effect. Reference: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted if new information becomes available.